Event description:
As reported by the edwards clinical specialist, during a transaortic case the 26mm valve was deployed 50:50, and looked great, but embolized into the ventricle and necessitated conversion to an open procedure to retrieve the embolized prosthesis and a conventional aortic valve replacement was performed. This patient has severe as well as severe cad. He has a totally occluded dominant rca that fills from the left. He has a severe distal lm stenosis. The patient's history is also remarkable for severe lv dysfunction with an ef of 20%. The patient was evaluated by 2 CT and was felt to be very high risk for surgical procedure with open avr and CABG. The patient was referred for a combination procedure of a lima to lad bypass because the stenosis was in the distal lm, this would allow for flow down the lad and the lcx. In addition, the rca filled by collaterals from the lad. The patient would then have a transaortic tavr. The patient was severely limited by heart failure and in fact it was difficult to get him out of the hospital. The decision was made to proceed with a combined lma bypass graft to the lad and a transaortic tavr. The patient had an aortic annulus that was large, it was 22 x 30. On CT scan, however, his area of the annulus was 541 mm2, which met the criteria for a 26 mm valve. He had very heavily calcified aortic valves. He had an aortic valve annulus at the upper limits of the operating range for the 26 mm edwards sapien transcatheter heart valve (circumference 86 mm, area 541 mm2). It was felt that the 26 mm edwards sapien valve would be appropriate in this setting given the heavy and evenly distributed calcium on the native aortic valve leaflets. The case was discussed and it was felt that the aortic valve annulus dimensions, as described above, are suitable for a 26 mm edwards sapien valve, again in the setting of evenly distributed and heavy calcification of the native aortic valve leaflets. He was not a candidate for transfer to a facility for possible enrollment in a trial of a 29 mm transcatheter heart valve given his decompensated state requiring hospitalization for 6 days prior to procedure, as well as his severe lv systolic dysfunction (typically an exclusion criteria for such trials). Post-deployment, tee demonstrated good position of the valve with no evidence of instability or rocking motion. Although the device initially appeared to be in good position however, after several heartbeats, it embolized into the ventricle. The patient remained stable. It was felt that this embolization likely occurred because of the size of the native aortic valve annulus, which was at the upper limits of the operating range for the 26 mm sapien valve. Given that ventricular embolization had occurred, the team then proceeded to out the patient on to cardiopulmonary bypass with plans to perform a standard aortotomy to retrieve the embolized valve and place a surgical aortic valve as well as an additional bypass graft to the left circumflex.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular embolization was likely due to the large annular diameter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.